Event description:
It was reported by the patient¿s family that there was premature battery depletion. The family further reported the patient is deceased however no additional information was provided. Additional information related to the cause/circumstances of the patient death were requested and is not available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).